Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: partial splenectomy. Rupture at the level of the "suture" of the bottom of the endoscopic pocket at the exit of the spleen during a partial splenectomy. Proven consequences: infectious risk, fragment of spleen disseminated in the peritoneum. Additional information received by phone from the hospital materiovigilance section on 16may19: device will not be evaluation because it has been discarded by the doctor. Additional information received by email from applied medical representative on 5june19: he can not remember how the fragment was removed but no other bag was used. While using the bag other instruments were used but he does not know which ones. No the incision was not widened before removing the bag. Patient status: none, no patient injury. Type of intervention: unk.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: partial splenectomy. Rupture at the level of the "suture" of the bottom of the endoscopic pocket at the exit of the spleen during a partial splenectomy. Proven consequences: infectious risk, fragment of spleen disseminated in the peritoneum. Additional information received by phone from the hospital materiovigilance section on 16may2019: device will not be evaluation because it has been discarded by the doctor. Additional information received by email from applied medical representative on 5june2019: he can not remember how the fragment was removed but no other bag was used. While using the bag other instruments were used but he does not know which ones. No the incision was not widened before removing the bag. Patient status: none, no patient injury. Type of intervention: unk.